Event description:
It was reported that the patients ipg was at end of life. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.